Manufacturer narrative:
Investigation results: visual evaluation of the returned device found some sticker residue and minor scratches on the cover. Mechanical evaluation found that all knobs and switches appeared to function properly. Electrical evaluation was performed and encountered some system faults. It was found that the power offset needed to be adjusted. Once the power offset was adjusted, the unit passed the endostat iii return evaluation procedure and was within all test parameters. The complaint that the generator intermittently exhibits system faults was confirmed. It was found that the power offset needed to be adjusted. Once adjusted the unit functioned properly. Additionally, the cover was replaced. Review and analysis of all available information indicated that the most probable root cause of the failure identified is wear and tear. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified serial number.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the generator has been giving intermittent system fault alarms. They suspected that the console has caused the device to alarm. Reportedly, the unit would make an odd noise, would work for a while and then stop working again. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the generator has been giving intermittent system fault alarms. They suspected that the console has caused the device to alarm. Reportedly, the unit would make an odd noise, would work for a while and then stop working again. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Reported event of failed to deliver energy. Reported event of generator emitting odd noise. Reported event of generator display error message. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.